Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the keypad cover was torn and that the up arrow and down arrow keypad buttons subsequently became under responsive. Additionally, the reporter noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2015 with the following findings: the pump was returned with no evidence of moisture in the pump. There was no physical damage to the keypad and all keypad buttons responded normally to button presses. The keypad cover was removed and there were no defects found to the button contacts. The pump casing was removed and there was no evidence of any moisture inside the pump. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, leak testing revealed cracks between the keypad and the pump seal.